Event description:
In 2001, patient underwent implantation of staar model aq-2010v intraocular lens. The lens tore upon insertion. The patient's natural cornea was damaged because of the surgeon trying to remove it. The lens was removed and replaced.